Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log file. The heartmate 3 system controller, serial number (B)(6), was not returned for analysis; however, log files were submitted for review. Data from the reported event date of (B)(6) 2024 was reviewed and beginning at 21:33:32, backup battery fault alarms due to the load test not passing were active. This alarm briefly cleared from 21:36:33-21:36:36 but reactivated until the system controller was shutdown at 21:47:11. Pump operation was not affected during this alarm. At 21:46:01 on (B)(6) 2024, the driveline was disconnected for a system controller exchange. There were no other notable events active in the log file. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to address an increase in backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. C are currently available. Heartmate 3 lvas instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 entitled ¿powering the system¿ addresses powering the system controller and how to swap between power sources. Heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange due to a backup battery fault. The alarm was resolved by performing a controller exchange. Log files were submitted for review, and the log file captured backup battery faults on 04nov2024.